Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The defib conductor was distorted at 58 cm. Blood/body fluid was present in the outer tubing overlay, in/on the helix/lobe mechanism and in the sleeve head. The outer tubing overlay is breached cut. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix would not deploy. The lead was not used. There were no patient complications reported as a result of this event.